Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colorectal surgery, when stapling, the stapler did not advance. The radial reloads failed and did not fire twice in a row. The surgeon was able to press the green button but unable to squeeze the handle. The stapler trigger was internally broken. The surgeon used other stapler with tri-staple to complete the procedure. There was no patient injury.